Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a high reading of 382 mg/dl on their fs freedom monitor and dosed herself with insulin injection. Customer also reported that she lost consciousness and was taken to the hospital by paramedics when she was diagnosed with hypoglycemia. She recalled waking up in the hospital and receiving 2 injections of unknown content. An investigation into the details of this event is in process.